Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a plunger push and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.